Manufacturer narrative:
Light microscopy summary: along majority of one aspect and at both ends, graft outer surface was covered with firmly adherent fibrous tissue. Fibroblats, macrophages and occasional foreign body giant cells were observed in the tissue layer directly adjacent to the outer reinforcement. Along opposite graft aspect, thick fibrous capsule, filled with protein coagulum was noted. At seroma capsule/graft extention interface, at both ends, graft-to-graft anastomosis, completed with blue mono-filament suture material, was observed. One aspect of these anastomosis was covered with protein coagulum. One of suture holes around suture filament was filled with same protein coagulum material as present in surrounding capsule. From point of graft-to-graft anastomosis at both ends, graft outer surfaces were covered with firmly adherent fibrous tissue. Majority of graft interstices were filled with collagen and granular protein matrix. Beneath protein coagulum, interstitial spaces were variably filled with thin proteinaceous material and blood cells. Near ends of graft sample, luminal surface was covered with thin flow lining consisting of protein-blood cell matrix. Remainder of graft lumen within seroma capsule was filled with protein-fibrin-erythrocyte clot. There was no evidence of bacteria in the sections viewed. Nile blue stain was positive for free fatty acids in localized region adjacent beneath graft outer surface. Conclusion: histological analysis of the returned graft samples was consistent with observation of a low-grade, ongoing transmural plasma leakage and formation of a plasma coagulum. In addition, graft-to-graft anastomoses evident in returned graft sample appeared to be involved in leaking process. Graft wall exhibited typical none-fibril microstructure. Graft was variably filled with thin proteinaceous material. Remainder of graft samples revealed tissue response consistent with that seem in other clinical gore-tex vascular graft explants of implant durations varying from 5 months (interposition graft segment) to 6 years (original graft). This response was documented by tissue attachment on graft outer surface, varying degrees of collagen infiltration of graft wall, depending on length of implant duration (longer implant duration equates to more collagen infiltration) and thin protein or tissue flow lining on graft luminal surface.

Event description:
The graft was placed as a forearm loop for dilaysis access. Swelling developed postop. Approx six months postop. The entire graft was removed. A dacron graft was placed. The gore-tex vascular graft was returned for examination.